Event description:
It was reported that the patient presented to clinic after they accidentally dropped their primary system controller into the toilet. The patient panicked and tried to put themself on the backup controller without success (per the patient). Upon interrogation, it was noted that the driveline was disconnected for 3 minutes, but then the alarms resolved. Then it said that the pump was off for 3 seconds at 07:22:33. The patient was hooked up to their backup controller and it looked like the patient had it hooked up correctly for a short time but then disconnected it. The patient was given a new primary controller and denied complaints. Log files were sent for review. The event log captured the driveline disconnect event on (B)(6) 2025 at 07:19. The driveline showed disconnected for about 3 minutes and 26 seconds, and then the driveline was reconnected.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no adverse patient impact.

Manufacturer narrative:
Corrected data: section d4/h4 corrected. Section d6a: date of implant not applicable. Manufacturer's investigation conclusion: the reported event of a system controller exchange to the controller (B)(6) was unable to be confirmed. The system controller (B)(6) was not returned for testing. Log files extracted from the system controller (B)(6) were not obtained per provided information. A root cause for the reported event could not be conclusively determined through this investigation as the reported event was not confirmed. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.